Event description:
It was reported that the patient's blood glucose level reached 500 mg/dl. The pod was worn between 49 and 71 hours on the arm. Hyperglycemia treated with correctional bolus.

Manufacturer narrative:
The returned was evaluated and a tear was found on the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. The download data shows no timeouts or drive stalls that would indicate failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.